Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. No photo for review provided. A device history record review could not be conducted since the lot number was not provided. In order to perform a proper investigation, and determine the source of the alleged defect, it is necessary to evaluate the sample involved on this complaint. However, material from the production line was functionally inspected according to tp-0183 and no issues were detected that can lead this customer complaint. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges the hand held nebulizer is bubbling, but did not nebulize. Alleges defect was detected during use. There was no report of patient injury.